Event description:
After an implant duration of about 16 months, inappropriate shocks were reported and the lead was explanted. No adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead under complaint was scrutinized. The analysis of the lead demonstrated a rubbed through insulation. This insulation damage can be considered as the root cause for the observed oversensing issues as mentioned in the complaint description. The analysis did not demonstrate any sign of a material or manufacturing problem. Based on the characteristics of theses damages, it is reasonable to assume that the lead had been subject to abnormal mechanical stress in the implanted state. The interaction with the tricuspid valve should be taken into consideration. Diagnostic images clarifying this assumption were not available for analysis. The deformation of the rv shock coil occurred most likely during the surgery. The analysis did not reveal any sign of a material or manufacturing problem.